Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the infection was related to the device. The rep was in the operation room (or) today with the hcp who mentioned they were going to put a pump in a patient with a previous infection. There was in infection in 2017 following a pump replacement, and that they tied off the catheter. The hcp was then planning on putting a new pump and a new area next week. No symptom was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the circumstanced that led to the pump going ¿dead¿ too early included that the patient could not hear the alarm and they told the patient that the ¿axle went bad in pump.¿ it was stated ¿night time went dead!!!¿ the patient¿s weight at the time of the event was 198. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and cervical/neck. It was reported that the pump went dead ¿a year and seven months too early.¿ it was stated that because of this, the patient had to get a new pump put in. It was related that due to the pump ¿going dead,¿ the patient went through ¿two days of suffering.¿ it was indicated that the patient stated that they ¿laid on the floor flopping around like a fish, going through withdrawals, until I finally got into the ER and they put me on an IV pain pump.¿ it was also stated that the patient¿s ¿head was all cloudy, couldn¿t swallow nothing to take pain medicine to try get my body back on track, wind up puking that up, got to the point when I was lying in a fetal position, flopping around like a fish out of water, like an epileptic fish. It sucked, I wouldn¿t wish that on my enemy.¿ it was indicated that the patient had a hospital visit and hospital stay. It was indicated that the patient¿s pain management clinic did send the pump back to the manufacturer for analysis. It was stated that they told the patient that the ¿axles were going bad in the pump.¿ it was indicated that this was considered a sudden change in therapy/symptoms. The date of the event was (B)(6) 2017, two weeks ago from (B)(6) 2017. No further complications were reported or anticipated.